Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery. The customer was assisted with low battery troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the battery lasted less two to three days. The customer stated that they batteries were not previously used, they had no lifestyle changes, there was no excessive button pressing, no daily rewinds, and does not use the sensor feature. The customer was advised on how to help prevent reduced battery life. The customer was advised to insert a new battery and they stated that the insulin pump alarm battery out limit immediately, so troubleshooting was performed for battery out limit. The insulin pump was alarming during the call and the customer stated that the battery was not out of the insulin pump greater than allowed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit passed the self-test, a-21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. Unit received with high current draw due to faulty lcd driver. No battery out limit alarm noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads.